Event description:
While pt was being transported to MRI, IV pump died within a min even though it had been plugged in and battery indicator was given; 3% saline at 30 ml / hr was transported with him. FDA safety report ID# (B)(4).